Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that she started a new medicine for blood pressure and since then her blood glucose has been fluctuating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the of our knowledge.